Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. Visual examination of stent profile identified the stent had damage at the proximal section. A visual and tactile examination of the hypotube shaft identified a break at 29cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic examination of the crimped stent via scope found evidence of stent damage with stent struts lifted at the proximal section. Stent positioning examination revealed no signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of hypotube shaft identified a break at 29cm distal to the distal end of the strain relief. Multiple hypotube kinks along the length of the hypotube shaft were also identified. Bumper tip showed no signs of distal tip damage. Dimensional analysis included measurement of the undamaged crimped stent outer diameter and the result was within max crimped stent profile measurement. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 06mar2024. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation of a 2.50x8mm nc balloon, a 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed hypotube break.